Event description:
Two (2) days post total abdominal hysterectomy performed in 2005, the pt complained of nausea, but otherwise was doing fine. The pt stated that they noticed that the pump was completely empty. The pump was a 400 ml vol x dual 2 ml/hr pump which should have infused over four (4) days; according to the hosp the medication label and chart label indicated that it was filled to nominal value. The doctor was not certain if the nausea was due to the drug "ropivicaine" or something else. The pt also had a jp drain and there was higher than expected amount of serosanguinous drainage in the jp. The doctor believed that perhaps it was the excess in medication.